Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The system was performing as intended and no hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure there was an images inconsistency issue. The inconsistency between the images loaded from usb and intraoperative navigation. This was a software or sterile intraoperative player problem (passive arc and sterile probe). No patient was present at the time of the event. Additional information was received stating that this has been reported as an inaccuracy issue, or better saying ¿registration failed¿ issue, but it has not been observed during the technical inspection. The system works correctly. "Inconsistency between the images loaded from usb and intraoperative navigation". Means that the system does not let them navigate because registration fails. They cannot match pre-operative images with real anatomy. The potential cause of the event was due to human error. The system is working correctly.